Manufacturer narrative:
The investigation plan did not require return materials because the review of the complaint tracking and trending reports for this issue found no indication of any systemic issues or potential deficiency with this product. Therefore, product evaluation of file or return kit is not necessary. The customer's issue is addressed in the architect stat troponin-I package insert, which contains information relevant to the customer's complaint in the sections entitled specific performance characteristics, limitations of procedure, expected values, and specimen collection and preparation for analysis. No product deficiency was identified. A review of complaint tracking and trending reports indicate normal complaint activity for the issue under investigation. No systemic issues or any indications of a potential product deficiency were discovered with the architect stat troponin-I reagent lot 23256un08. During this investigation, no additional issues requiring further investigation were found. This is a final report.

Event description:
The customer states that issues with erratic patient results continue with the architect stat troponin-I assay. One patient generated an initial result of 0.034 ug/l that retested at 0.044 and 0.012 ug/l. The customer uses a cut-off value of 0.03 ug/l. The customer now retests all reactive samples. To date, there is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.